Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to remove the older g4 share receiver from bluetooth settings. No additional patient or event information is available.